Event description:
Porous femoral stem revised 53 months after primary total hip arthroplasty. At revision surgery, cobalt chrome alignment pin in the femoral stem was observed to have sheared.

Manufacturer narrative:
Other devices used; catalog number 200410 medium 47.5 neck. Device history records for the stem are intact and conforming, and indicate MFR to spec.